Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump had a shortened battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/09/2014-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evidence of a shortened battery life was observed in the pump¿s black box. The battery compartment was found to be undamaged. The battery cap was able to be properly secured to the pump. The pump¿s electric draws were found to be out of specification. There was no evidence of moisture on the pump¿s internal components. An internal component was observed to be defective; removal of the component returned the current draws to normal. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.